Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
The patient reported poor coupling, and that they cannot get the implantable neurostimulator (ins) battery to more than 25% full with only 4 bars shaded. The issue has occurred since implant and troubleshooting resolved the issue by repositioning the antenna, resulting in 6-8 coupling bars achieved. There were no patient symptoms alleged. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.